Event description:
It was reported that every time the patient went to a store, it set the alarms off. No matter where the patient went it went off. The reporter stated that this started back in 2007 and every time it happened, the patient had to go home and turn the battery back on. The patient also began having talking problems in 2010. The reporter would not be able to understand the patient because her mouth was ¿all messed up¿ and she was getting worse and worse. In 2013 only one battery was replaced because the other was still good and had no wear on it. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing reports #30042091 78-2011-07209 and #3004209178-2011-07211 as the patient had different issues with the same devices.

Manufacturer narrative:
Concomitant medical products: product ID 7426 lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0211551v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3387-40, lot# j0214131v, implanted: (B)(6) 2002, product type: lead.

Event description:
It was reported that when the patient "walked through the department store", those batteries went off completely.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0211551v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3387-40, lot# j0214131v, implanted: (B)(6) 2002, product type: lead. (B)(4).